Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that head computerized tomography (CT) without contrast revealed clinically significant hemorrhagic transformation on (B)(6) 2024. The patient experienced hemorrhagic transformation with mass effect on the right lateral ventricle. Baseline modified rankin scale (mrs) score 0, baseline national institutes of health stroke scale (nihss) 15. CT revealed resorption of hemorrhagic transformation on (B)(6) 2024. The patient died on (B)(6) 2024. This event was not a recurrent or new stroke. The rationale for relating the adverse event (ae) to the system or procedure was hemorrhagic transformation is a usual complication of stroke, despite final mtici score 2b, not related to procedure. The ae had a causal relationship to the disease understudy, and was not related to an underlying condition or disease. Ae did not result from device deficiency. The site assessed this event as not having caused a congenital anomaly, disability, or medical intervention, and was not considered life threatening. The site assessed this event led to hospitalization and death. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure.

Event description:
Additional information received reported the stent retriever used in the index procedure was a non-medtronic device: catchview mini. ***reportability decision correct to not reportable. No additional supplemental reports are required for this device unless additional information received indicates a solitaire was used in the study procedure.***

Manufacturer narrative:
***Reportability decision correct to not reportable. No additional supplemental reports are required for this device unless additional information received indicates a solitaire was used in the study procedure.*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the patient died in the acute care hospital. It was unknown if there were any medical events/procedures leading up to the patient¿s death. The patient's main diagnosis was right sylvian infarction with m1 occlusion of cardioembolic origin. Multiple complications including cardiac and renal failure and sepsis. Patient died on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the hemorrhagic transformation had s causal relationship to the disease under study and noted to be a usual complication of stroke, despite final mtici score 2b, not related to the procedure. It was updated that the event was recovering/resolving and death was marked "n".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site has entered a new ae with ae term ¿multiple organ failure¿ start date 6-feb-2024 with ae description ¿cardio-renal decompensation + then hepatic later ¿ which led to death on 13-feb-2024, site further noted ¿right sylvian infarction with m1 occlusion of cardioembolic origin in a context of suspension of anticoagulant therapy for the management of anemia, treated by thrombolysis and thrombectomy with poor.¿